Event description:
In compliance with MDR reporting regulation, section 803.22, we wish to inform you of an adverse event associated with another manufacturer's device which has been received at allergan inc. ((B)(6) ref (B)(4)). Alleged event: non-(B)(6) device. Healthcare professional reported "rupture". This record is for the left side. The device status is unknown. Patient code: 1924. Device code: 1546. Reference report mw5182260. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).